Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a drive/motor anomaly on the insulin pump. Customer reported that the piston makes a loud sound when it moves and may be damaged. Customer was not able to troubleshoot at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being replaced.